Event description:
It was reported that the patient presented remotely. Review of transmission revealed that the implantable cardiac monitor (icm) exhibited loss of sensing. No intervention was performed. There were no patient consequences.